Event description:
Healthcare worker reported bronchitis-like and asthma-like symptoms, coughing and shortness of breath for the last six (6) years, the last two (2) of which they had used cidex opa for disinfecting. They have been prescribed an inhaler.